Event description:
The physician reported noticing a deformed catheter shape and difficulty manipulating the catheter. The catheter was replaced to continue the cryoablation procedure. There were no patient symptoms/injuries related to this event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on 09/12/2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Bin files show that at least 8 injections were performed with the catheter. The catheter was replaced and then at least 12 injections were performed with the replacement catheter. Neither bin files nor failure files show any system notice for the date of event. Visual inspection of the returned catheter showed a guide wire lumen kink inside the balloons. No blood was seen inside the balloons. Smart chip verification indicated the catheter was used for 8 injections. The catheter failed the performance test due to system notice message 50005 upon connection (the safety system has detected fluid in the catheter and stopped the injection). Pressure test showed a leak through the guide wire lumen; however, the balloons integrity was intact, no breach observed. Dissection showed a guide wire lumen partial snapping as well as kink at 1.07 inches proximal from the tip. The kink was making the balloon segment bend. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.